Event description:
It was reported that during an in-clinic follow-up, it was noted that the left ventricular (lv) lead had dislodged. The lv lead was repositioned to resolve the event. The patient was stable and will continue to be monitored.